Event description:
A report was received that the patient underwent an explant procedure with an unknown reason. After the procedure, the patient had two huge blood clot formations and had to undergo two surgeries after the event. There will be no further information provided to bsn.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.